Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The device experienced pump stop and thrombus was suspected to have gotten in the gap in the motor. The pump stop occurred beyond the pump's indication of use/duration. Upon the stop the team made the choice to remove but not replace the pump as the patient was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.